Event description:
It was reported during product handling the pre-loaded dcb00 model intraocular lens (iol) haptic was bent/broken; there was no patient contact with the device. Patient status was reported as stable and the outcome does not significantly interfere with activities of daily life. The suspect iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Additional information: sections a-2 patient age and date of birth, a-4 patient weight, and a-5 patient ethnicity and race: not applicable as there was no patient contact with the device. Section d-6a date implanted: not applicable as there was no patient contact with the device. Section d-6b date explanted: not applicable as there was no patient contact with the device, therefore not explanted. Section h3-81: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.